Event description:
General report received of an unspecified number of undocumented incidents did not deliver. Gemstar pumps and bolus cords were connected to gemstar docking stations and were being used to deliver unspecified pain medications. After unspecified lengths of time, the customer contact reported that the bolus cords did not deliver when the bolus button was pressed. At these times, it was noted that the bolus cords were disconnected from the bolus cord connector port of the docking stations. It was reported that the nurses reconnected the bolus cords to the docking stations and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.